Event description:
Diabetic felt nauseated, thought blood sugar was low at 4am and tested. Suspect device read "hi". He took 20 units of insulin instead of 15. He tested "hi" again, a few hours later. He tested at noon and blood sugar was "hi". He took 20 units of insulin and did not eat. At 8pm, wife called emts and emts got a blood glucose reading of 20-40 mg/dl. He was given intravenous glucose. The high glucose control solution read out of range. Use of glucose control solutions as a quality control test of performance is addressed in the labeling.

Manufacturer narrative:
Standard disclaimer on file.